Event description:
Olympus was informed that the asset visera elite video system center was returned to the service center. There was no report of any defect or malfunction associated with the asset. Upon inspecting and testing, no image signal was displayed using the (sdi) serial digital interface output. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. The device was returned, and an evaluation was completed for it. During inspection, olympus confirmed the reported event, no image due to a faulty printed circuit board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image due to a faulty printed circuit board. The specific root cause of the faulty printed circuit board could not be determined at this time. Olympus will continue to monitor field performance for this device.